Event description:
Info was rec'd that reported a pt was treated by paramedics in 2008, due to an incident of hypoglycemia. The rptr states the pt had an incident of low blood glucose while at school. The pt had a low of 52 mg/dl. The paramedics were summoned and they gave the pt juice, peanut butter and crackers. They left when the pt's blood glucose was at 102 mg/dl. The pt was not transported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.